Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous diagonal coronary artery with 90% stenosis. The versaturn guide wire was advanced with some resistance with the anatomy noted, and was used for branch protection. After the stent was supported, the head of the versaturn guide wire prolapsed, causing significant resistance during removal with the previously implanted stent. The wire separated and the unspecified attempts at removal were incomplete. A stent was used to embed the remaining piece of the guide wire to the vessel and the patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire interacted with the patient¿s heavily calcified, heavily tortuous, and 90% stenosed lesion, resulting in resistance during advancement. Additionally, it was reported that the guide wire prolapsed after stent implantation. In this case, it is possible that the guide wire sustained damage when resistance was encountered during advancement. Damage to the guide wire would impact its rigidity, possibly contributing to the prolapse; however, this cannot be confirmed. During removal of the guide wire, resistance was encountered due to the prolapsed wire, resulting in a separation. The separated portion of the wire was embedded into tissue with a sent. A cine was received and reviewed. The reviewer concluded that due to the minimal number of images provided for review and the poor quality of the images provided, it can not be definitively determined if the versaturn wire prolapsed, causing significant resistance during the removal attempt. It, however, does appear that the versaturn wire appears to have been jailed behind the main vessel stent, most likely during the attempt to remove the jailed wire, led to the fracture and separation of the versaturn wire. This, in turn, led to the subsequent additional stent to embed the separated wire into the vessel wall. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D9: corrected device returning from yes to no.